Manufacturer narrative:
Additional information: d9, g3, h2, h3 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation.the distal coupler was displaced and the pellethane tubing was corrugated and torn. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn pellethane tubing and displaced coupler is consistent with damage during use.

Event description:
During the procedure, the cuff that holds the splines together at the distal end appeared to be sheared. When the catheter was being introduced into the right atrium from the inferior vena cava, the device was difficult to advance beyond the eustacian ridge. The catheters were visualized under fluoroscopy during advancement and placement. After several minutes of trying, the mapping catheter was removed and the cuff that holds the splines together at the distal end appeared to be sheared. No material from the catheter had detached in the patient. Another catheter of the same type was used to continue the procedure with no consequences to the patient.